Event description:
Boston scientific received information that this patient's pacemaker system, which included this right atrial (ra) lead triggered a lead safety switch (lss). It was reported that the physician originally had reset it and did not perform troubleshooting. At a subsequent follow-up appointment the lss occurred again. The lead was tested and had normal impedances in both unipolar and bipolar. There was noise noted on the ra in the bipolar configuration. The unipolar was clean and no noise was able to be reproduced. It was suspected that there was a proximal setscrew issue. The physician had elected to program the system to the unipolar configuration on the ra lead and continue to monitor the patient. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information indicates that this system continued to exhibit noise on the atrial channel. The patient underwent a revision procedure and this pacemaker was electively removed from service. It was reported that the physician evaluated the header and lead interface and found it to be normal; with both set screws tightened and lead fully advanced. The lead was also surgically capped and abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.